Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted. See also medwatch 2210968-2012-01356, medwatch 2210968-2012-01357 and medwatch 2210968-2012-01358. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2007 for repair of a rectocele and of previously implanted mesh and pelvic floor repair mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. The patient had a sling implanted on (B)(6) 2008 to treat stress urinary incontinence. On (B)(6) 2010, the patient had mesh explanted due to mesh exposure. No additional information has been provided.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent in-office tvt tape release on (B)(6) 2005 by dr. (B)(6) due to urinary retention. (Per plaintiff information). It was reported that following insertion the patient experienced dysfunctional uterine bleeding, stress incontinence, acute cystitis, urinary urgency, urinary tract infection, and overactive bladder.